Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The reported event cannot be confirmed since the device is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. Moreover, the patient¿s younger age and history of rheumatic heart disease likely contribute to this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with a 6900p 25mm valve, implanted approximately for 10 years, underwent a valve-in-valve procedure due to severe mitral stenosis. A tmvr was successfully performed with a 9600tfx 26mm valve with no complications. The patient tolerated the procedure well and was transferred to the ICU in stable condition. She had good hemodynamics post procedure.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.